Event description:
The user facility reported that foam was observed coming out of the oxygenator's gas outlet port during a bypass procedure. The unit was changed out and the case was reportedly completed with no complications or patient injuries. Additional event specific information was not available.

Manufacturer narrative:
Although no blood loss was reported, the oxygenator was changed out. Therefore, some blood loss was associated with this event. The involved unit was returned, decontaminated, visually examined and leak tested. This evaluation confirmed that the reported foaming was due to a compromised hollow fiber in the oxygenator bundle. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file for use in quality assurance tracking, trending and follow up.